Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault. Moreover, it showed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator (pg) atmosphere. Furthermore, a device replacement was recommended or reassessed battery status within 90 days. Additional information received from the field indicating that this device beeper was deactivated. The treatment plan is to remotely follow patient as the patient's ejection fraction was normal and there were no documented episodes. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault. Moreover, it showed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator (pg) atmosphere. Furthermore, a device replacement was recommended or reassessed battery status within 90 days. Additional information received from the field indicating that this device beeper was deactivated. The treatment plan is to remotely follow patient as the patient's ejection fraction was normal and there were no documented episodes. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.